Event description:
The following was reported to hamilton medical ag: during preventive maintenance, tf233004 (autozero error qaw/paw) alarm occurs. Performed tsw-run through pneumatic 1 test -failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).